Manufacturer narrative:
A direct correlation between the report of infection and the device could not be determined through this evaluation. The patient remains ongoing on pump support and no additional events have been reported at this time. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the center on (B)(6) 2016 with purulent and odorous drainage at the driveline exit site. No cultures of the infected site were taken. The patient was treated with unspecified IV antibiotics and two separate unspecified oral antibiotics. The patient was to be admitted on (B)(6) 2016 for an incision and drainage (I&d) of the driveline exit site. The reporting center is unaware of any patient condition factors that contributed to the infection, as they are in the process transferring the patient's care to their center. The patient had a previously unreported admission for driveline infection in (B)(6) 2015 at another center. The patient had been treated with unspecified IV antibiotics at that time. No further information was provided.